Event description:
It was reported that when the ligating device was used during a colonoscopy examination, the loop could not be removed. The handle of the ligating device was cut off, and the scope was removed. The loop was cut and removed using a high frequency knife. The procedure was prolonged by approximately 30¿40 minutes and completed using another new ligating device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.